Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. The patient's blood glucose at the time of incident was 450 mg/dl, which she treated with a manual insulin injection. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer also had a motor error alarm which they were unable to clear due to the unresponsive buttons. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All of the buttons are functioning properly. No damage in the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm, unexpected constant alarm tone and audio or beeping alarm noted during our testing. The insulin pump motor passed motor test. The insulin pump received with minor scratched lcd window.